Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that the device was used during a lobectomy procedure. It was reported by the affiliate that the surgeon could not fire the device. There was no pt consequence. Additional info rec'd on 11/5/97. It was stated by the affiliate that the surgeon could not fire the device, because he felt so much resistance when he squeezed the trigger.